Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a wearable failure was reported. The sensor was inserted into the arm on (B)(6) 2024. It was indicated that the patient used the cgm while pregnant, which is off-label usage of the device. On (B)(6) 2024, the patient's cgm started beeping and when she checked her receiver it was displaying a sensor error then sensor fail. When she checked her sensor, she realized the sensor had come off. She called her doctor and she was advised to go to the hospital as she didn´t have a way of checking her glucose and she had high risk pregnancy issues. Her husband drove her to the hospital at 1:00pm. There, they took a bg reading which was hyperglycemic (no value reported) and the patient was treated with IV medication and insulin injections. At the time of the report on (B)(6) 2024, the patient was still at the hospital and stated that her head was still hurting and she was feeling tired, nauseous and dehydrated. Although the patient was still at the hospital the following day, the length of time in the hospital is unknown. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.